Manufacturer narrative:
(B)(4). Report source, foreign- event occurred in (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer

Event description:
It was reported that when box of bone cement was opened, the inner package was not fully sealed. There was no patient injury and no delay.

Manufacturer narrative:
(B)(4). Additional and corrected information are filled in the following fields: the device manufacturing quality record indicates that the released product met all requirements to perform as intended.the device has been returned to the manufacturer. The device analysis showed that the sealing of the inner packaging was damaged. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to 3006946279-2018-00073.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filled accordingly.